Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Following release of the closure device, the device shifted minimally from the intended position but maintained release criteria. Prior to discharge, transthoracic echocardiogram (tte) revealed the closure device had embolized from the laa and was attached to the mitral annulus. The closure device was retrieved via recapture using an alligator bioptome and a 24f non-bsc sheath. No patient complications were reported.